Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01351.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using penumbra system 3d revascularization devices (psr3ds). It was noted that the patient's anatomy was highly calcified. During the procedure, the physician made four unsuccessful attempts in removing the occlusion using a psr3d, a penumbra system 3max reperfusion catheter (3maxc) and a penumbra system jet 7 reperfusion catheter (jet7). The physician reported that it was very difficult to pull back on the psr3d due to atherosclerosis in the mca and upon removal, it was noticed that the psr3d was damaged. During the fifth pass, a new psr3d was therefore opened. After deploying the second psr3d in the target vessel, the physician experienced difficulty while attempting to remove it. Subsequently, the psr3d detached from the pull wire. Therefore, the physician made attempts to remove the detached psr3d using a goose neck snare device and a new psr3d; however, it was unsuccessful and the detached psr3d was left in the patient. The procedure was ended at that point. It was reported that the patient was in a critical condition prior to the procedure and no angiographic improvement was made during the procedure. According to the physician, the psr3ds made no positive or negative impact on the success of the procedure. The decision was then made to withdraw care for the patient and the patient expired the next morning from the initial stroke.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report 3005168196-2019-01350: 1. Section b. Box 1. Adverse event and/or product problem. 2. Section b. Box 2. Outcomes attributed to adverse event. 3. Section h. Box 1. Type of reportable event. 4. Section h. Box 1. Device code. This report is associated with MFR report number: 3005168196-2019-01351. H3 other text : placeholder.